Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 and was unable to complete functional testing. The cause for the failure was shorted u1004 component on the computer/analog board. The root cause for the defective component could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. The monitor has been sent to engineering for further investigation. A supplemental report will be sent upon completion of the engineering investigation. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for an unrelated issue, a reportable malfunction was found. A monitor was displaying a service code 102 and failed incoming functional testing. During servicing of a monitor which was returned for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(6) was displaying a service code 102 and failed incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. The monitor has been sent to engineering for further investigation. A supplemental report will be sent upon completion of the engineering investigation. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) was displaying a service code 102 and failed incoming functional testing.